Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined that this device was not reportable as the x-rays revealed femoral loosening and osteolytic lesion of the proximal tibial component.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 153986, finn rotating hinged knee modular tibial bearing, lot # 374460, catalog #: cp111012, finn rotating hinged knee femoral stem, lot # 399340, catalog #: 153803, finn rotating hinged knee modular segmental femoral right, lot # 506660, catalog #: cp111134, finn rotating hinged knee tibial base, lot # 137000, catalog #: 11-150826, biomet arcom all polyethylene button, lot # 863040, catalog #: 153861, finn rotating hinged knee lock pin, lot # 874840, catalog #: 153872, finn rotating hinged knee axle, lot # 837890, catalog #: 153851, finn rotating hinged knee tibial bushing, lot # 938960, catalog #: 153852, finn rotating hinged knee femoral bushing, lot # 587230. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06779, 06790, 06791, 06792, 06793, 06794, 06795, 06928 and 06929.

Event description:
It was reported that the patient had an initial knee arthroplasty on an unknown date and is being revised for unknown reasons on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.